Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their entire system removed due to infection. The patient experienced puss at a suture on the pump pocket initially and then redness and swelling thereafter. The plan was to put the patient on oral baclofen and work with infection disease (ID) to clear the infection. It was later reported that the results to the cultures showed the patient had (B)(6) and was treat with intravenous vancomycin. The patient was stable on oral baclofen, but had increased spasticity and complained of some forgetfulness. The patient was re-implanted on (B)(6) 2012. It was believed that the device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10889r41, serial#, implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8578, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).